Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, 8 suturing device had needle detached from the thread, after opening the package. There was no patient involvement.